Event description:
A customer reported that their insulin pump declared an alarm during the pumping process, specifically alarm 20, and was unable to resume insulin therapy even after attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in attempts to resolve the issue and was advised to switch to multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer on how to store the faulty pump and return it with a pre-paid label.